Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the left ventricular lead had dislodged. The lead was explanted and replaced on (B)(6) 2019. There were no complications, the patient was in stable condition.